Event description:
Customer reported meter results of 384 mg/dl and 132 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Customer no longer has strips used in incident, replacement was sent.